Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Inspection of the sample photographs showed that the fluid leakage was located at the level of the discharger ring of the effluent, pre-pump. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, a fluid leak occurred on the electrostatic discharger ring. There was no patient injury or medical intervention associated with this event. No additional information is available.